Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 50 mg/dl; cause was not known. Due to bg level experienced, customer fell resulting in a physical injury leading to an emergency room (ER) visit. Although requested, customer declined to provide ER release date/ additional information.